Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of flow below minimum alarms was confirmed. However, per additional information received on 30jun2020, the reported event was not device-related. Log files were extracted from the returned centrimag consoles and were reviewed. F3: flow below minimum alarms were observed throughout (B)(6) 2020. Flow values were observed to range from -0.006 to 0.012 lpm during the alarms, indicating that the console was still measuring flow as intended. On (B)(6) 2020 at 17:42, the motor was observed to have been intentionally stopped to perform the reported console exchange. However, the flow probe and both pressure transducers were not observed to have been disconnected. The primary centrimag console was observed to alarm with f2: flow signal interrupted and f3: flow below minimum alarms after the patient had switched to the backup console due to the flow probe and pressure transducers remaining on the primary console. From the backup centrimag console¿s log file, an f2: flow signal interrupted alarm was observed on (B)(6) 2020 at 17:44 when the console was powered on. This was due to the flow probe still being connected to the primary console, and as a result, flow reading was not observed in the log file of the backup console. On (B)(6) 2020, the motor speed was observed to have been changed several times between 17:45 ¿ 17:52, with flow values always reading 0 lpm. Throughout all events within the timeframe of the reported event, the system operated at appropriate motor speeds within both log files, even during all flow below minimum and flow signal interrupted events. No other notable events were observed. The returned centrimag motor was functionally tested on (B)(6) 2020 and was found to perform as intended. No atypical events occurred throughout all testing. The motor was returned to the customer site after passing all tests per procedure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a newborn patient was implanted on (B)(6) 2020 at remote center with venous-arterial extracorporeal membrane oxygenation (ECMO) and transferred to general university hospital (vfn) hospital. Supporting therapy including thrombo-concentrates and fibrinogen administered. The centrimag (cmag) system was stable on 2900 rpm with flow 290 - 300 mls/min. On (B)(6) 2020, the clinical team reported sudden decrease of generated flow up to 0 mls/min with stable rpm and a flow below minimum alarm; the return line was clamped and they tried to restart flow by decreasing and increasing rpm with an open return line. There was no improvement so the cmag circuit was transferred to a backup centrimag console and motor, but there was no noted improvement. The new cmag circuit was exchanged with the removal of a small thrombi from the arterial cannulae (return). Support therapy was continued, including thrombo-concentrates and fibrinogen administration. On (B)(6) 2020, the clinical team reported sudden decrease of generated flow up to 0 mls/min with stable rpm and a flow below minimum alarm; the return line was clamped and they tried to restart flow by decreasing and increasing rpm with an open return line. There was no improvement, so a new maquet pls ECMO circuit was exchanged with the removal of a small thrombi from the arterial cannulae (return). The patient continued to receive therapy without any event and elective decommissioning of ECMO on (B)(6) 2020. Both the initial cmag system and backup cmag system had to be exchanged due to low flow. This event is also reported under MFR #2916596-2020-01175, MFR# 2916596-2020-01176, MFR#2916596-2020-01174.